Event description:
It was reported that episodes of non-sustained rv oversensing were observed. Insulation damage was suspected. It was recommended to perform provocative testing. The patient was contacted by the physicians office twice to make programming changes, but the patient refused.